Manufacturer narrative:
A spacelabs field service engineer was immediately dispatched to the site for further investigation. The fse verified the reported problem. The nvram chip was replaced and system settings restored. The device passed all tests and was returned to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the central monitor was no longer monitoring telemetry patients and had switched settings from a central to a bedside monitor. No one was injured as a result of this event.